Event description:
(B)(4). I had the essure placed in (B)(6) 2013, had my follow up, I have had massive bleeding ever since! Acne which I never had before, pains during sex, as if I can feel the springs, weight loss. Lost 5 lbs. But not like I have much to lose anyways. I now weigh (B)(6). I feel tired and weak. Lose of sex drive. Attitude change (negative) unhappy. I have never experienced any of this ever before. I was a very healthy, happy go lucky (B)(6). Now my doctor has prescribed me birth control pills to try to get my bleeding under control, however, after a week of taking the bleeding continued, now I'm advised to take 2 pills a day till the end of the pack when your period is actually supposed to start, I'm still bleeding after another week of now taking two pills/day.